Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d4 (primary UDI number), g3, g6, h2, h3, h6 and h11. Corrected data: d4 (primary UDI number). Based on additional information received the involved device is not available for return. Complaint conclusion: as reported by the field, during an endovascular embolization, an orbit galaxy xtrasoft coil (640cx0408, 31074781) became impeded in the proximal end of a prowler select lpes microcatheter (606s155x, 30763318) and could not advance any more. The doctor withdrew the coil, it was found that the coil was detached in the microcatheter (mc) prematurely and the coil remained in microcatheter. The physician removed the coil and microcatheter from the patient and replaced them with a new coil and a new microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 17-jul-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink. There were no procedural delays due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30763318 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an orbit galaxy xtrasoft coil (640cx0408, 31074781) became impeded in the proximal end of a prowler select lpes microcatheter (606s155x, 30763318) and could not advance any more. The doctor withdrew the coil, it was found that the coil was detached in the microcatheter (mc) prematurely and the coil remained in microcatheter. The physician removed the coil and microcatheter from the patient and replaced them with a new coil and a new microcatheter to complete the procedure. There was no patient injury reported. Additional event information received on 17-jul-2024 indicated that they were able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The microcatheter did not kink. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.